Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, with repeated restarts failing to resolve the issue; during troubleshooting, a dry run was performed, tubing was refilled, and attempts to change the cartridge and tubing were made, but the rewind would not pull the piston fully and the cartridge could not be seated, consistent with a consecutive stalled motor and mechanical interference within the infusion subsystem. Symptoms included the need to suspend pump use and transition to subcutaneous insulin via pen. Outcomes included interruption of automated insulin delivery and initiation of backup therapy. Investigation included guided troubleshooting, pump restart attempts, dry run, tubing refill, and cartridge replacement attempt. Investigation of this device revealed persistent motor stall behavior and inability to complete rewind, consistent with a stalled motor condition and cartridge seating obstruction within the pump mechanism. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.